Event description:
Boston scientific received information from the clinic that the device was explanted due to concerns over premature battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.